Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 250 mg/dl and 268 mg/dl. The customer delivered a correction bolus for the past elevated bg level and indicated that a correction bolus would be administered for the most recent bg level. A system check with tandem's technical support on (B)(6) 2016 indicated that the pump, cartridge, and infusion set functioned as expected. It was noted that the site was changed prior to the report.